Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample rack adaptors, sample probe and reagent probe to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of false low patient results for multiple analytes with multiple flags, including hdl cholesterol, alt (alaine aminotransferase), creatinine, bun (blood urea nitrogen), ua (uric acid), tp (total protein), alp (alkaline phosphatase), crp (c-reactive protein), phos (inorganic phosphorous), na (sodium), k (potassium), cl (chloride), tbilic (total bilirubin c) with g, k, d flags on their au480 chemistry analyzer. The patient samples were repeated with results considered normal. The customer provided data; however, not all data is readable. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
Refer to attached data for patient data summary.